Manufacturer narrative:
The reported event of the rv-setscrew could not be properly tightened and did not make the ratcheting sound was confirmed. Analysis revealed the user of the torque wrench was incorrectly inserting the torque wrench into the setscrew inset in multiple ways. The incorrect wrench insertions damaged the setscrew. The setscrew could not be tightened because of a combination of incorrect wrench insertions and damage to it by the user/physician in the field. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
During attempted implant, the lead could not be attached by the set screw of the device header. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.